Event description:
Seven weeks after a lumbar surgery associated with a lumbar cage insertion, pt suffered. X-ray has shown that the lumbar cage moved from its original place.

Manufacturer narrative:
The surgeon took the decision to remove the lumbar cage system and to replace with another one (sterispine lc). We could not evaluated the explant because it was not returned to safe orthopaedics but we've evaluated our files corresponding to lumbar cage batches and we released them conform (DHR conform). X-ray has shown that the lumbar cage was not correctly placed because radiomarkers were not align like in the technical guide. A besides, we may assume that the cage was not placed in an anterior position and vertebrae were not enough compressed.